Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received form a healthcare professional (hcp) of a clinical study regarding a patient implanted with a neurostimulator. It was reported that the patient fell at home causing the implantable neurostimulator (ins) to migrate and an abdominal wound with the ins visible through the skin at the ins site. As a result the patient was hospitalized and the device was explanted/not replaced on (B)(6) 2018, resolving the issue as of (B)(6) 2018. No further complications are anticipated.